Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the joystick had a cable failure.

Event description:
With a wiggle of the compact joystick wire, it will make the joystick state, joystick time out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
With a wiggle of the compact joystick wire, it will make the joystick state, joystick time out.